Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: single ventricular assist device support for the failing bidirectional glenn patient. The annals of thoracic surgery, march 2020; pii: s0003-4975(20)30344-1. Doi: 1 0.1016/j.athoracsur.2019.12.088. Additional information has been requested regarding the cause of the event and the disposition of the device, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed using vads to support patients with single ventricle anatomy who had undergone bi-directional glenn palliation surgery that has started failing. One pediatric patient's post-operative course was complicated by need for extracorporeal membrane oxygenation (ECMO) support initially in the post-operative period. The patient then developed a disseminated fungal infection with sepsis involving fungal pneumonia and the vad, resulting in death 12 days post-implant. The status/location of the vad is unknown.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: one pump with unknown serial number was not returned for evaluation. This complaint is associated with a clinical adverse event. No device malfunction was reported against pump with unknown serial number; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the sterility certificate could not be conducted since the serial number is unknown. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.